Event description:
Caller reported that the cartridge was damaged and experienced this issue once. There was no adverse impact to the customer's blood glucose level. The caller changed the cartridge and resumed insulin therapy successfully, and the cartridge will be replaced via RMA.